Manufacturer narrative:
A 24-off-label, unapproved or contraindicated use (aortic neck angulation).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. The aortic neck angulation measured 90 degrees. It was reported that, approximately three months post index procedure, a CT revealed that the endurant ii bifurcate stent graft had a proximal type I endoleak. Approximately six months post index procedure, the physician elected to implant an endurant aortic cuff and the endoleak was resolved. Per the physician, the cause of the event was due to the patient anatomy of an angulated aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.